Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).on episode 45 noted sensing integrity counter (sic) and noise on the atrial channel.

Event description:
It was reported that the patient's right atrial (ra) lead showed noise and a fluctuation of p-wave amplitudes as well as crosstalk on the atrial channel following a biventricular pace. Pocket manipulation caused some erroneous signals on the electrocardiogram. It was suspected there may be a connection issue with the device. Additionally, the right ventricular (rv) lead had an episode of sensing integrity counter (sic). The device was reprogrammed and the leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the crt-d was explanted and replaced with another crt-d. The defibrillation function of the replacement crt-d was left off and the device is serving as a cardiac resynchronization therapy pacemaker (crt-p). The leads functionality will be confirmed at the six-week device check. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.